Event description:
The customer contacted baxter's service center reporting an alarm during fill on the homechoice (hc) and the home patient (hp) disconnected a bag and added a new bag. The (hp) stated only the final bag had solution however, the hp disconnected bag and added a new bag. The technical service representative (tsr) explained alarm and troubleshooting steps advised because bag was disconnected and reconnected would need to end therapy. The tsr assisted in ending therapy and advised to make the registered nurse (rn) aware. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during trouble of an alarm situation check lines and bags, customer switched the final solution bag only, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.